Event description:
It was reported that while in the cath lab, the md inserted the sheath; the insertion site was not documented. The intra-aortic balloon (iab) "got stuck inside the sheath" and as a result, the catheter was exchanged. The iab will not be returned because the pt had an infectious disease.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.